Manufacturer narrative:
Additional information has been requested. Subject device is an implant and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Surgeon returned a pt to the operating room in order to extend the construct from t9-l5 to include l5-s1. Surgeon successfully completed the alif portion of the procedure and flipped the pt to complete the posterior portion of the procedure. He cut a piece off of the existing rods and added new rods to extend to s1. During tightening of the screws, the tip of the hook and screw holder broke off in the head of a screw. Surgeon decided not to remove the tip and it remains in the pt.